Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. Attempts have been made to gather all product identification information and no further information has been provided. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A definitive root cause cannot be determined. The designer of this device, 3d systems, was notified of this complaint and an investigation was conducted. Review of the design files revealed the patient has a compressed zygomatic arch, which made it more difficult for the screws to register to the patient anatomy. DHR review confirmed that all parts were designed properly per applicable procedures. It was reported that the fit of the construct was perfect immediately following the first surgery and the patient had no symptoms for several months. The patient then reported experiencing pain in the fossa area and it was discovered the screws were loose. The surgeon attributed the loose screws to poor bone quality/thin zygomatic arch. The occlusion was perfect. It could not be confirmed if the reported poor bone quality or thin zygomatic arch caused or contributed to the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: joneid left pm-tmj & model cat# tmjpm-4431 lot# 66801499. Unk fossa screw cat#unk lot#unk qty: (B)(4). G2: norway. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that underwent a revision approximately 11 months post implantation due to pain. During the revision, it was discovered that the fossa screws had loosened over time. Attempts have been made and additional information on the reported event is unavailable at this time.